Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The specimen pouch was fully cinched and completely separated from ring. The specimen pouch was also partially folded\ rolled up and there was no bio residue in or around the pouch. Pull string intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the collector bag was disassembled. No injury reported.